Manufacturer narrative:
The subject devices have not been returned to omsc. Omsc could not review service and manufacturing records because the serial numbers of the subject devices were not provided from the facility. As part of our investigation, omsc reviewed all of the complaints, but there was no record associated with the event described in the article. The exact cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2018, olympus medical systems corp. (Omsc) received a literature titled ¿study on the effect of papilla treatments on the success rate of bile duct intubation in peroral direct cholangioscopy (pdcs)¿. The literature reported the result of 46 cases of pdcs procedures using an olympus endoscope gastrointestinal videoscope model gif-xp260n after papilla treatment. In the papilla treatment, endoscopic papilla sphincterotomy (est), endoscopic papilla balloon dilatation (epbd) or endoscopic large balloon dilatation (bplbd) were conducted. In the subject cases, 1 case of cholangitis reportedly occurred. It was reported that the cholangitis symptom was improved by conservative treatment. Further detailed information could not be obtained from the user facility at present. Omsc is submitting one MDR according to the number of the complication case.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".